Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt is to receive an ICD. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 07/01/2014 - reuse; electrode belt sn (B)(4): 04/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report a treatment event. The pt was in the hosp at the time of the event. The pt was sleeping and not conscious at the time of the event. The pt's roommate witnessed the event. At 03:32:5, the pt was in ventricular fibrillation (vf) which is a treatable rhythm with the lifevest. At 03:33:098, the pt received an appropriate treatment. The rhythm at the time of the treatment was vf and the post-shock rhythm was 4 aberrant beats to 19 seconds to asystole. At 03:33:34, the pt received an inappropriate treatment. The rhythm at the time of the treatment was asystole with intermittent cardiac signal and the post-shock rhythm was idioventricular rhythm at 40bpm transitioning to a trial fibrillation at 60bpm. Over-sensing of small cardiac signal contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt is to receive and ICD.